Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed with all components in their appropriate post clip-deployment position. No abnormal observations were found that could contribute to the reported product experience; however, the reported challenging anatomy could create resistance to thumb advancer deployment. During testing, the device was cleaned and re-assembled for re-deployment. There was no resistance encountered and the locator wings remained fully open throughout the thumb advancer stroke. The reported experience that the device popped out of the vessel could not be replicated during re-deployment of the device. Based on the investigation findings, the device performed according to specification and the root cause for the reported experience could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when attempting to advance the delivery tube, resistance was felt and the device "popped" out of the vessel. The sheath was not completely split during the procedure, but after removal the sheath was split completely. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.